Event description:
It was reported that this right ventricular (rv) lead had high out of range pace impedance measurements, that were greater than 2000 ohms. A loss of capture with no asystole was also observed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.